Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the load sequence multiple times and would not allow to proceed through the loading sequence. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin delivery successfully. Customer¿s blood glucose level was 69 mg/dl.